Manufacturer narrative:
A possible root cause for the high result >8.0 inr may be due to sample collection (when the finger is squeezed). Intracellular fluid can dilute the sample and produce a high inr result.

Manufacturer narrative:
Coaguchek xs meter with serial number (B)(4) was also returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter & master lot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The medical assistant indicated that a result of >8.0 inr was obtained on coaguchek xs meter with serial number (B)(4). Since the result was so high, a sample was obtained within 15 minutes. The sample was run in the laboratory using the dade innovin method and the result was 3.3 inr. The patient was instructed to withhold her coumadin dose until (B)(6) 2016. Onboard quality control icons were seen at the time of the test. The reporter indicated that 20 other patients were tested on the meter and the results were acceptable. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. During a follow up call to the customer, the reporter provided an additional comparison performed on 05/05/2016. The patient was tested on coaguchek xs meter with serial number (B)(4) and the result was 7.3 inr. Patient samples were obtained within 7 hours and sent to two external laboratories using the dade innovin method and the results were 4.1 inr and 3.33 inr. The reporter also indicated on this follow up call that the patient is now deceased due to a fall that was not related to the coaguchek meter. There was no adverse event related to the device. The same strip vial was used for the tests on (B)(6) 2016. The suspect strips were requested for return and replacements were sent. The relevant retention test strips (lot 20623212) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. All of the inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.